Event description:
It was reported that this pacemaker was part of the allegation of an infection and erosion. Reportedly, the patient had a hard lump over the pacemaker and then had a sore shoulder. The caller informed that there was no redness, swelling, or pain at the lump. The boston scientific technical services consultant referred the patient to the clinician. No additional adverse patient effects were reported. The pacemaker remains in service.